Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that their tummy is getting fatter from retention and she has been massaging it. Patient also mentioned her legs are weak, and there is a cord that hangs down. Patient mentioned a constant, sore pressure and asked, "when it gives me the jolt, can I turn it down?" Additional information reported 2 days later that patient switched back to her right side because it hurt when she urinated on the left. There was a strong pressure in her vaginal area on the left. She said once she switched back to the right her "stream" got much stronger as well. Patient noted she is feeling "a slight pressure on the left side of my vagina. "No further patient complications are anticipated or expected as a result of this event.